Manufacturer narrative:
(B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic necrotic collection during a procedure performed on (B)(6) 2019. Reportedly, the necrotic collection contained 80 percent necrotic material. According to the complainant, prior to the procedure, when the device package was opened, the yellow safety clip was missing. During the procedure, after the second flange was deployed with some difficulty, the first flange failed to expand, and the necrotic collection was not adequately draining. The stent was removed from the patient using forceps. A second hot axios stent was placed to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The stent was intended to be placed to treat a cyst with less than 70% liquid content; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than equal to 6cm in size and walled-off necrosis greater than equal to 6cm in size with greater than equal to 70% fluid content that are adherent to the gastric or bowel wall.

Manufacturer narrative:
Block h6: device code 3270 captures the reportable event of stent failure to expand. Block h10: a hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was received fully deployed and expanded. The stent deployment hub was at step #2, the catheter hub was in its original position, and the catheter lock was in the unlocked position. The yellow safety clip was not returned. A kink was noted in the polyimide inner tubing. A functional evaluation was performed, and the catheter hub advanced and retracted without resistance. The stent deployment hub was also able to be moved without resistance. The stent was measured to be within specifications. There were no other issues noted. The kink in the polyimide inner may be a result of device manipulation post procedure outside the patient. A labeling review was performed and confirmed that the device was not used in a manner consistent with the labeling. The hot axios stent was being implanted to treat a cyst with 80% necrotic material; according to the dfu, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The reported deployment and expansion issues are most likely a result of the high necrotic material present in the cyst. Therefore, a review and analysis of all available information indicated that the most probable root cause is cause traced to intentional off-label, unapproved, or contraindicated use. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic necrotic collection during a procedure performed on (B)(6) 2019. Reportedly, the necrotic collection contained 80 percent necrotic material. According to the complainant, prior to the procedure, when the device package was opened, the yellow safety clip was missing. During the procedure, after the second flange was deployed with some difficulty, the first flange failed to expand, and the necrotic collection was not adequately draining.the stent was removed from the patient using forceps. A second hot axios stent was placed to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the stent was intended to be placed to treat a cyst with less than 70% liquid content; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall.